Event description:
N/a.

Manufacturer narrative:
Trackwise#: 9b)(4). Corrected sections: h6--medical device ¿ problem code corrected from "1664" to "2183". Updated the problem code per vinu.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot#: 3000261925 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure, the main body of the hst iii system (4.3mm) seal part came off the delivery device and they tried to manually push it inside and try to use it, but the anchor tab they couldn't use it without fail. To be exact, when the delivery device was pulled out, the seal body came off the delivery device. The blue slide pulled out the delivery device in the unlocked state. The safety lock has been released. Therefore, hsk-3038 is used and the ope ends without problems. No health hazards to patients

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.